Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the faulty upholstery. The seat upholstery was observed to be ripped and sagging. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
End user called stating that her chair is hurting her bottom, and stating that her seat and back are worn out. End user is going to get xrays, she is in pain with her back. No other information provided. Update from consumer affairs 4/26/2016: end user stated has not had x rays done at this time. Dealer stated the seat and back upholstery are stretched out and sagging and sitting on the frame. End user stated she is a recent amputee and is not comfortable in the chair. No further information provided at this time.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user called stating that her chair is hurting her bottom, and stating that her seat and back are worn out. End user is going to get xrays, she is in pain with her back. No other information provided. Update from (B)(6), (B)(6) 2016: end user stated has not had x rays done at this time. Dealer stated the seat and back upholstery are stretched out and sagging and sitting on the frame. End user stated she is a recent amputee and is not comfortable in the chair. No further information provided at this time.